Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection on the incomplete sample and observed a crack in the 3-way red stopcock housing which caused the leak. The crack may be the result of molded-in stress on the stopcock housing during molding or residual stress due to manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges a crack was observed on the three-way stopcock, causing blood to leak. It is unclear whether the crack was present from the beginning or developed during use. The product was replaced with one from the same lot, which could be used without issue.